Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on posterior, red particles and the device was found to be underweight. A visual and microscopic analysis was performed which identified a sharp opening, crease fold, and delamination of orientation dot (<75% total separation) and missing shell (75-100%). A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified (tear) opening, a delamination total of the orientation dot (cohesive failure), and missing orientation dot due to inconclusive.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "lymphnodes became a lot bigger". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "lymphnodes became a lot bigger" and ¿patient has great fear of the risks of getting alcl.¿ the device remains implanted. This record is for the right side.